Manufacturer narrative:
Expiration date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient had an osteosynthesis surgery with trochanteric femoral nailing advanced (tfna) system which was in question. The surgeon confirmed through postoperative x-rays that tfna end cap was fixed properly. However, a month after the surgery, the hospital found out that an end cap was loosened. The hospital has no plan for re-operation to extract the end cap. It was unknown if there was a surgical delay and adverse event to the patient reported. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity unknown) and unknown helical blade (part# unknown, lot# unknown, quantity unknown). This complaint involves (2) devices. This report is for one (1) ti end cap for tfna 0mm extn - sterile. This report is 1 of 2 for (B)(4).